Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Additional findings of the defib conductor distorted, inner tubing kinked/buckled, blood in/on helix mechanism and apparent explant damage. Also outer tubing cosmetic environmental stress cracking, cut and depression. Partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead had high threshold and very poor sensing. The lead was explanted and replaced. It was also reported that the left ventricular lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular had very poor sensing. The lead was explanted and replaced. It was also reported that the left ventricular had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.